Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided evaluation of the customer issue included a review of the complaint text, a search for similar complaints, log review, and labeling review. No adverse trend was identified for the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed multiple falsely low calcium results generated using the clinical chemistry calcium reagents. The following data was provided. The customer uses normal range 8.4 to 10.2 mg/dl. Sid (B)(6) initial 5.9, repeated on another analyzer 9.3. Sid (B)(6) initial 3.6, repeated on another analyzer 9.4. No impact to patient management was reported.